Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was mentioned that the customer was hospitalized for an unknown reason. It was not mentioned how long the customer was off the insulin pump prior to the hospitalization. Troubleshooting was declined.